Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 6vdc power supply was evaluated and found to be not supplying the proper voltage. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.